Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was the needle piece removed from the patient? As found the separation, it was removed immediately. Was there any patient consequence or injury? No, opened new package then finished the surgery. Procedure name and date? Obstetrics and gynecology surgery on (B)(6) 202.2 event date? (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/5/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: one empty opened foil and a needle/suture piece of product code j358h were returned to ethicon inc for analysis. In order to evaluate the conditions of the returned sample, the swage and attachment area was noted to be as expected and a suture piece still was attached to the barrel hole needle and the suture end was cut by a sharp edge. No needle pull-off was observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Functional test was not performed, due to the condition of the sample received. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.